Event description:
The customer reported that the system had a loss of live images. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video controller board was replaced during the service call. The system was tested and found to be working a intended and put back into service.